Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power failed. The field service engineer (fse) found the device with no power, traced the issue to the full height drawer, and performed troubleshooting. The fse replaced the controller printed circuit board (pcb) and interface pcb to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and the screen remained black. Remote support service (rss) shown as offline. The customer attempted to switch on the station but did not power on and confirmed that they had checked the power outlets and cables, which appeared to be in good condition, and verified that the power outlet had power. Additionally, the customer requested to perform preventative maintenance on the station and the tower doors. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.